Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump alarmed and gave a helium loss (ii) alarm while in use on a patient. This issue was reported to the distributor after the therapy was finished. As a result, the intra-aortic balloon pump (iabp) in question was performed leak test in the hospital by the distributor's sale rep and there seemed to be a leakage on the helium tank." There was no patient death or serious injury or reported. Patient current outcome reported as fine.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp helium loss alarm is confirmed by the service technician. A suspected leak in the helium tank tubing connection was identified. The issue was resolved and the pump passed functional test and returned to service. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported "the pump alarmed and gave a helium loss (ii) alarm while in use on a patient. This issue was reported to the distributor after the therapy was finished. As a result, the intra-aortic balloon pump (iabp) in question was performed leak test in the hospital by the distributor's sale rep and there seemed to be a leakage on the helium tank." There was no patient death or serious injury or reported. Patient current outcome reported as fine.